Event description:
Related manufacturer report number: 2017865-2022-48665. It was reported the patient received inadequate shocks from the device. Additionally, noise resulting in oversensing and high defibrillation impedance were noted on the right ventricular (rv) lead. Lead insulation damage was suspected. The device and rv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inadequate high voltage (hv) output was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.